Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user hit his head on his brother's head, in the region close to the ear. Hearing performance with the device is affected.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation was performed but the device has not been received for investigation yet.

Event description:
The user hit his head on his brother's head, in the region close to the ear. Hearing performance with the device is affected. Re-implantation is considered but no date has been scheduled.